Event description:
It was reported that the patient has expired after a implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event. Device not returned.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.